Event description:
It is reported that the after reaming to the appropriate depth and size the stem did not fit. A smaller implant was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.